Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, device implantation date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The original procedure was performed by dr. (B)(6) and the device removal and new sling implantation was performed by dr. (B)(6). (B)(4). The reportable events of pain and surgical treatment performed to remove and implant a new sling with collagen. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling device was used during a mid-urethral sling procedure performed on (B)(6) 2018. According to the complainant, after the procedure, the patient is having problems during sexual intercourse. The patient visited another physician for treatment and a removal of the original sling and implantation of a new sling with collagen was scheduled on (B)(6) 2019. The patient's current condition is unknown and attempts to obtain further information surrounding the event have been unsuccessful to date. Should additional information become available, a supplemental report will be filed.